Event description:
The customer called to report an error alarm during the manual prime. The customer then stated that she was treated by the paramedics about (B)(6) ago due to low blood glucose levels. The customer's blood glucose was 24 mg/dl when the paramedics arrived. The customer had lost consciousness, and was revived by the paramedics. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.